Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2025-01538; 508-32-103, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported that the patient presented with instability of the right reverse total shoulder arthroplasty (rtsa). The surgeon opted to perform a revision by upsizing the glenosphere.